Event description:
Went to administer vaccine to patient, uncapped the needle and the needle had a u curve at the tip. It was unable to be used. Felt it was unsafe to detach the needle to attach a new one. Needle was tightened on syringe. The safety lock could not be activated completely. I discarded entire vaccine and syringe to get new to use on pt.